Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-apr-2022 to 01- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the patient was discharged which caused the orders to drop following the discharge. There was no reoccurrence of this issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system did not display a patient's profile when attempting to remove medications during a procedure. Customer confirmed that no harm was done to patient and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not display a patient's profile when attempting to remove medications during a procedure. Customer confirmed that no harm was done to patient and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient was discharged which caused the orders to drop following the discharge. There was no reoccurrence of this issue. The system functioned as intended.